Event description:
It was reported when the programmer is turned on, all that comes up is a blue screen with lines. It was indicated this on and off has been occurring for quite some time and just recently the blue screen comes up all the time when the programmer is turned on. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the reported event, the device powered up and interrogated with no blue screen or lines. The main processing unit (mpu) circuit board and hard drive were replaced as a preventive measure. It was noted that the electrocardiogram (ECG) connector on the link electronic module (lem) circuit board had cracked solder joints, the system fan was noisy and the tab on the power cord bay door was broken. Concomitant product: product ID 229047 analyzer. (B)(4).